Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue with the air in line sensor which was not reproduced. The reported issue with the air in line sensor was verified through a review of the event history log as constant air in line alarms. Evaluation found the reported symptom to be caused by the fluid numbers to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified issue with the air in line sensor. There was no known patient injury or medical intervention associated with this event. No additional information is available.